Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead presented to the emergency room with a heart rate of 35 beats per minute (bpm). Technical services (ts) was consulted and noted that the device appeared to be functioning as programmed; however, loss of capture (loc) on the ventricular channel was suspected as they were unable to assess the ventricular capture remotely. It was noted that the patient was hyposensitive. Ts advised the health care professional (hcp) to follow up with the local company representative to further investigate. This pacemaker and rv lead remain in service. No adverse patient effects were reported.